Manufacturer narrative:
Event 2: this report has been identified as b. Braun internal report number (B)(4). Two (2) used sample in no packaging were returned from the facility for evaluation. The samples were visually examined, revealing that both samples consisted solely of the administration line attached to the arterial line. A single visual discrepancy was identified: scraping marks on the inner threads of the male luer at the tubing's end. The samples were then leak tested according to specification, with no leakages detected. Special attention was given to the male luer attachment during testing, confirming no leakage. The sample securely tightened to a female luer, demonstrating that the damage did not impair the thread function. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Based on the results of the sample testing the reported defect was not confirmed. The product met internal specifications. . We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: on (B)(6) end user had two incidents (with the same lot #) where air was getting into the line and caused the patients to lose some blood. She said there was no patient injury other than the blood loss. She mentioned that all connections were secured.